Event description:
This pt had a right knee arthroplasty in 2002. Pt had been having right knee pain and was admitted to the facility for a revision right total knee arthroplasty. During the procedure the surgeon discovered the femoral component to have some osteolysis and was removed. The polyethylene was found to be worn and was removed. The tibial component was very loose and had a lot of bone destruction underneath and was removed.